Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted which required a pericardiocentesis. A left atrial vein isolation was performed and the user went back to remap post ablation. After completion of the procedure in the left atrium, low pressures were noted and the sheath and catheter were removed from the left atrium. An ultrasound and ice revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.